Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event. The programmer booted up to ¿please wait¿ screen and stayed there. Software was reloaded to resolve the issue. (B)(4).

Event description:
It was reported the programmer stayed locked at start up screen even after multiple reboot attempts. Up to 30 minutes wait time. The programmer was returned for repair. No patient complications have been reported as a result of this event.